Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the locking bolt was found on the floor and circlip was defective. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report numbers: 9710055-2020-00382, 9710055-2020-00383, 9710055-2020-00384, 9710055-2020-00385, 9710055-2020-00386, 9710055-2020-00387, 9710055-2020-00388, 9710055-2020-00389, 9710055-2020-00390, 9710055-2020-00391, 9710055-2020-00392). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).